Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned adhered to the inside of a sample container. Solution is dried on both surfaces of the optic and haptics. Both haptics were intact. The optic has surface scratches. There is a fracture in the anterior optic center and a scratch in the posterior optic center. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. The product was subject to handling as the reported "possible defect on iol" was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had vision blurry centrally and had to look slightly down to see. The iol was exchanged for another lens. Clinical reason for explant mentioned as possible defect on iol. Additional information has been requested, received and stated there was no patient harm, yet patient still felt vision not crisp centrally. Patient was due to see the surgeon in 6 weeks.